Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), menstrual disorder ("periods are horrible"), abdominal distension ("look like 5 months pregnant"), fatigue ("tired") and endometriosis ("endometriosis"). The patient was treated with surgery (d and c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, menstrual disorder, abdominal distension, fatigue and endometriosis outcome was unknown. The reporter considered abdominal distension, endometriosis, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), menstrual disorder ("periods are horrible"), abdominal distension ("look like 5 months pregnant"), fatigue ("tired") and endometriosis ("endometriosis"). The patient was treated with surgery (d and c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, menstrual disorder, abdominal distension, fatigue and endometriosis outcome was unknown. The reporter considered abdominal distension, endometriosis, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.